Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial began (B)(6) 2020. It was reported the trial patient's stomach hurt and they had a strong urgency to urinate but could not void. They switched sides and increased stimulation to a comfortable level and were advised to contact their healthcare provider to further address the issue. The issue was unresolved at the time of the report. There were no device issues or further patient complications reported at this time.